Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an emergent abdominal aortic rupture. Patient presented emergently and symptomatic to the ER with a 9cm abdominal aortic rupture. A scan (poor quality) was performed and a 9+cm aaa was noted. According to the physician the patient refused treatment. The next morning the patient¿s symptoms worsened and consented for an emergent evar procedure. The patient had already lost about 1000cc and was given multiple units of packed rbcs. Hemoglobin was 4 mg/dl. The patient was not an open repair candidate based on the patient¿s co-morbidities. The physician examined the renal arteries coming off the aneurysm sac and possibly occluded as both kidneys were atrophic and the patient¿s creatinine was 2.2. The physician noted it was necessary to seal the graft at the sma which would have given 8-10mm of seal. Access was achieved and starter wires were placed. Ivus was used to visualize the sma and determine accurate diameters; however, the signal was poor and was difficult to differentiate between the celiac and sma. The physician stated it might be a common-origin. A pigtail catheter was then placed and angio taken with 30 degrees lao to visualize the sma. This projection was difficult to visualize the sma ostium as there was double density, possibly suggesting common-origin as the celiac was not visualized. Then the physician inserted the 36x16x145 bifur from the left and shot another angio with greater lao. This helped to visualize the sma better. It was at this time there appeared to be a posterior neck bubble that didn¿t correspond with the non-scan CT. Ivus was put up the right side to confirm our diameter and sma origin. At this time thrombus formation was noted within the neck. Physician stated heparin was not administered as the patient was hemodynamically unstable. Since the 20fr delivery system was occlusive on the left side. 3000 units of heparin were administered. The radiologist decided to cannulate the sma to ensure no inadvertent coverage. 2 mg of tpa was administered to preserve perfusion to sma. The sma was selected and the main body was deployed. The contra gate was then cannulated and 16x16x124 and 16x16x93 limbs were deployed on the right. A 16x24x93 flared limb was then deployed in the left iliac. Kissing balloons were utilized to iron out the fabric. An angio was taken with lao. The sma and half of the main body was perfused, the remaining distal bifur and limbs were occluded. The patient remained hemodynamically unstable and vitals were getting worse with continued pressure in the abdomen. The physician decided to open the belly to alleviate the pressure. Large clots were removed from the patient¿s abdomen and sterile pads were placed in the abdomen four quadrants. The patient stabilized at this time. The physician decided to take an additional angio in ap. The run showed a large type ia endoleak. It appeared to be a kink between the first and second stent ring of the main body. Ballooning was performed at the proximal fabric and in the main body in attempts to seal the type ia. At this time, the patient went into ventricular tachycardia followed by a systole. Chest compressions were performed, epinephrine administered along with defibrillation. The patient expired following unsuccessful resuscitation. Per the physician's statement the cause of death is aortic rupture. Film review analysis: review of several still angio images showed the undeployed bifurcate positioned near the level of the sma. A bulging area is visible near within the proximal neck, and the neck appears angulated left-right below the bulge. An image of the deployed bifurcate shows that the device was implanted just below the sma, there is sharp angulation of the aortic body to the right, and the stent graft is occluded below the flow divider bilaterally. A short video during angio shows contrast in the sac from a possible type I endoleak, an angulated neck, and occluded stent graft limbs. The exact cause of the type I endoleak could not be determine; the angulated neck and short landing zone may have contributed.

Manufacturer narrative:
(B)(4).